Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing itchiness and was causing pain at the ipg site. The patient was also not getting an adequate pain relief and the reprogrammings done were unsuccessful. The patient underwent an ipg explant procedure. The explanted ipg was discarded.